Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported fracture of occlusal screw in occlusally screwed crown at tooth site 44. There is a fragment still in situ, doctor tried to remove it twice without success. Placement date (B)(6) 2011.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative. Zimvie received one (1) iunihg, (certain gold-tite tm hexed screw) for evaluation. Visual evaluation was performed, the screw has heavy signs of use, with apparent debris attached. The screw was identified as reported. The screw was not identified as fractured. The screw matched prints where measured. Device history record (DHR) review was completed for the subject lot number 990832. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 990832 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw a definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The screw was not a fractured. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.